Event description:
It was reported that the balloon was broken. A 6.0 x 150, 135cm, mustang balloon catheter was advanced for dilation. During inflation at 14 atmospheres, the balloon was broken. There were no patient complications as a result of this event.

Manufacturer narrative:
Additional event details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.